Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Visually confirmed approximately ~3mm of the instrument tips have been broken off and not returned for analysis. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow. Dimensional inspection of the tip diameter confirms conformance to print specification. Inspection of material hardness identified a non-conformance to print specification.

Event description:
It was reported that the tip of the driver broke off during use. The tip was removed. No patient complications were reported.